Event description:
It was reported that this left ventricular (lv) lead exhibited noise and oversensing. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.